Event description:
Procedure type: gastrectomy. According to the reporter: after firing, the black return knob could not be retracted. To remove the device, tissue was excised additionally. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. Pt status: unk.

Manufacturer narrative:
(B)(4).